Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance during the implant procedure. The rv lead was repositioned but the impedances did not improve. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. If information is provided in the future, a supplemental report will be issued.